Manufacturer narrative:
(B)(4). Date sent: 2/5/2026.

Manufacturer narrative:
(B)(4) date sent: 3/27/2026 corrected data: d9.

Manufacturer narrative:
(B)(4). Date sent 3/9/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of our quality process, the manufacturing records of this 14051 lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that the linx device is broken.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. B3: only event year known: 2026. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 14051, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: do you have the linx product code? Lxmc14, exp2/23/2021. Do you have the lot number and serial number (if applicable)? 14051, no serial number. On what date was the device implanted? On (B)(6) 2017. On what date was the device explanted? On (B)(6) 2026. Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Lap chole done with procedure. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc.)? Reflux, hyatal hernia, barrett's esophagus and gall stones. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.)? Mechanical complication of esophageal device. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Additional information was received from the op notes: procedure date: on (B)(6) 2026. Please specify the symptoms the patient was experience prior to implant? Gerds. Please specify the symptoms the patient was experience while the device was implanted? Reflux, chronic cough. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was impacted? If yes, what diagnostic testing was completed? Chest xray. Can you share the results of the diagnostic tests? Yes. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication) if yes, what is the doctor prescribed medication? Prilosec 40mg, zofran. Are they currently taking steroids/immunization drugs? No. The patient experienced complications related to a previously implanted linx magnetic sphincter augmentation device, which was later confirmed to be mechanically broken and discontinuous on imaging obtained on (B)(6) 2026. This device failure contributed to persistent gastroesophageal reflux disease (gerd) symptoms and esophageal discomfort. The malfunction occurred because the magnetic beads of the device had separated, rendering it ineffective. As a result, the patient underwent laparoscopic removal of the linx device on (B)(6) 2026, along with a hiatal hernia repair and toupet fundoplication to restore anti-reflux function. While the device was implanted, the patient continued to experience gerd symptoms, subacute cough, esophageal issues, and clinical complications associated with her underlying gastrointestinal diseases. Her medical history is complex and includes anemia, iron deficiency anemia, gastric ulcer, high blood pressure, protein calorie malnutrition, gastrectomy history, anastomotic strictures, and severe gerd. There is no documentation of an autoimmune disease, although she has chronic gi disorders and a history of multiple surgeries. The patient's medication list shows extensive doctor prescribed therapies, including pantoprazole, sucralfate, sumatriptan, folic acid, atorvastatin, duloxetine, gabapentin, alprazolam, levothyroxine, ondansetron, plavix, nitroglycerin, b12 injections, albuterol, trelegy ellipta, and others¿indicating ongoing medical management of several conditions. She is taking steroid related and immunomodulating respiratory medications, including trelegy ellipta, which contains inhaled corticosteroids, and albuterol budesonide, which includes budesonide, another corticosteroid; however, no systemic steroids or immunosuppressive drugs were documented. There is also no indication of immunotherapy or biologic agents. The explant date is clearly noted as on (B)(6) 2026, while the original implant date appears as on (B)(6) 2017, when she received a linx device with hiatal hernia repair. Despite her complex history, postoperative notes describe her as stable and transferred to recovery in good condition after device removal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.